Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that in (B)(6) 2010, veritas was implanted during a breast reconstruction procedure. A few weeks later, the patient returned to the operating room for exchange of the tissue expander for a breast implant. At the time of exchange, the physician reported that there was evidence of a "fluid tissue reaction" and that the veritas was unable to support the breast resulting in "breast sag." To hold the breast in the correct position, the physician performed unspecified additional intervention prior to placement of the permanent breast implant. The patient is currently doing well. Note: same problem and reporter as the following manufacturer report numbers, but involved separate patients and events: 2183620-2011-00004.